Event description:
The physician attempted arteriotomy closure with the closer s device following an interventional procedure. It was reported that the needles and sutures deployed without problem and needle retrieval went without problem. The physician reported not being able to park the foot and remove the device. The pt was taken to surgery for device removal. Hemostasis was achieved in surgery. The pt was reported to recover without further adverse sequelae.